Manufacturer narrative:
Concomitant medical devices: product ID :8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8711, lot# n143292011, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine 50mg/ml at 7.495mg/day. The lot number was unknown. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The patient experienced nausea. The patient felt sick at times due to the morphine delivery. The morphine pump had "given her life back", but it caused her nausea at times. The patient was happy with their therapy, and just mentioned the nausea side effect. No interventions were planned. The patient had a history of rsd, failed back surgery, nerve damage and crippled hands/feet, arthritis. The patient's last refill was on (B)(6) 2015. Additional information was later received from the consumer. The patient had been sick since (B)(6) 2016. The patient had nausea and a burning sensation. The nausea was causing anxiety. The patient was also experiencing "chronic sneezing", which the hcp said was an indicator of morphine withdrawal. The pump was not beeping or alarming. The patient went to the emergency room on (B)(6) 2016 and was admitted. The patient was hospitalized. The patient had an x-ray and CT scan in the hospital. The patient was given zofran, but it was not helping significantly with the nausea. Follow up was conducted regarding the cause of the patient&#62688;symptoms, actions/interventions taken, and the patient&#62688;outcome. If additional information becomes available, the event will be updated.